Manufacturer narrative:
The product has been received for analysis. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right atrial (ra) lead was dislodged during the right ventricular (rv) lead revision. The patient underwent a surgical revision wherein the ra lead was explanted due to helix retraction issues, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The cathode coil is necked down and wavy at the distal end of the terminal pin inhibiting the transmission of torque to the helix. The stylet test failed at the distal end of the terminal pin with a new, straight stylet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead was dislodged during the right ventricular (rv) lead revision. The patient underwent a surgical revision wherein the ra lead was explanted due to helix retraction issues, and a new lead was implanted. No additional adverse patient effects were reported.